Event description:
It was reported that a small volume intermate had an unknown issue. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between august 20, 2012 and august 21, 2012. Evaluation summary: baxter received the device for evaluation. Visual inspection on the unit noted a ruptured bladder. Microscopic inspection revealed markings on the interior surface of the bladder that were observed near the rupture line; however the cause could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.